Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the laparo-thoraco videoscope, due to a damage on the charged coupled device, displayed an improper color of tone in the image (magenta or green images). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely that the event occurred due to the damage of image sensor unit (disconnection, etc.), or breakage of the mounting components (capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.